Event description:
The pt had severe multiple sclerosis with weakness of both legs. Following the placement of a spinal cord stimulator, which was essentially uneventful. The current was turned on and the pt calimed weakness in both legs and an inability to move their legs. The spinal cord stimulator was turned off. Multiple CT scans were done to rule out hematoma. All these were ruled out. Over the next 24 hours, the pt's strength returned. The hcp waited two days to turn the spinal cord stimulator on again and then at a low amplitude, with a frequency of approx 85. The healthcare professional turned on the stimulator and within ten seconds the pt started to notice weakness in both of pt's legs. The stimulator was turned off. Strength in the legs returned and the leads were removed.